Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result on a single patient sample that was generated by the access 2 instrument. A patient sample was tested for tbhcg and a result of 30miu/ml was obtained. The result was reported out of the lab and questioned by a physician. The customer re-tested the original sample diluted for tbhcg and the repeated result was "<1000miu/ml". On the next day, the customer ran the original sample neat again for bhcg and the result was ">1000miu/ml". The customer then tested the original sample diluted for bhcg and the result was 7900.27miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling, system check and qc information were not provided. Precision testing performed on this patient sample, in 2007, resulted in average of 4241 miu/ml. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed carryover and diagnostic testing and results passed within specifications. The fse conducted precision run and results met specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.